Event description:
Allegedly, patient was revised due to loosening - stem/loosening - socket/lysis - stem/unexplained pain/adverse soft tissue reaction to particulate debris. Revision njr number: 5237119. Side:l. Primary asa: p1 - fit and healthy.